Manufacturer narrative:
Unknown

Event description:
A patient was treated with continuous renal replacement therapy (crrt) involving a prismaflex m100 set. No defect was observed on the prismaflex m100 set in connection to the priming and treatment start. After 20 hours of treatment, a hole was observed on the dialysate line, at the level of dialysate clamp. A leak of dialysate fluid was observed. There was no report of patient injury or medical intervention associated with this event. No additional information is available.